Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a bilateral rupture and implant exchange due to voluntary recall. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken, underweight, wear abrasion and device appearance (observed 40 mm dark patch edge material inside gel device.). A microscopic analysis was performed which identify sharp broken in the posterior and missing . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) broken. Missing piece of the shell assessed inconclusive.

Event description:
Healthcare provider reported a bilateral rupture and implant exchange due to voluntary recall. This record is for the right side. The device has been explanted.